Event description:
It was reported that following the implant of a spinal cord stimulation implantable pulse generator (ipg), the ipg delivered stimulation therapy, however, the patient was unable to charge the ipg. Troubleshooting did not resolve the issue; therefore, the patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively and with therapy.

Event description:
It was reported that following the implant of a spinal cord stimulation implantable pulse generator (ipg), the ipg delivered stimulation therapy, however, the patient was unable to charge the ipg. Troubleshooting did not resolve the issue; therefore, the patient underwent a revision procedure where the ipg was replaced. The patient was doing well postoperatively and was with therapy. Additional information was received that it was noted that electrocautery was not used at the implant or explant procedures, however, it is unknown if there were other medical procedures.

Manufacturer narrative:
The complaint was confirmed. The returned ipg was analyzed and was unable to be charged despite multiple charging attempts. Communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed an excessive sleep current, which confirms that the application-specific integrated circuit (asic) chip was damaged. This damage is typically caused by ipg exposure to high voltage, high current transients. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. A labeling review was performed, and it did not reveal any anomalies as it states medical therapies or procedures may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device; these procedures include lithotripsy, electrocautery, external defibrillation, radiation therapy, ultrasonic scanning, high-output ultrasound, x-ray and CT scans. X-ray and CT scans are unlikely to damage the stimulator if stimulation is turned off. Additionally, labeling states if any of the above is required by medical necessity, refer to the instructions for the physician. Ultimately, the device may require to be explanted as a result of damage to the device.